Event description:
During use of the aristotle 18 guidewire, approximately 15-20 cm.'s of the distal portion of the guidewire separated from the proximal portion. Attempts to retrieve the distal portion of the guidewire were unsuccessful (from the gastric varix).